Event description:
The customer reported an unnecessary resuscitation. The mp70 monitor's ECG display indicated that the pt was in vfib. The operation was halted and CPR commenced. Within a few minutes the error was detected and CPR resuscitation stopped.

Manufacturer narrative:
(B)(4): a follow up report will be submitted after philips obtains more info concerning this event.